Manufacturer narrative:
Zimmer biomet complaint- (B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation. Literature: lombardi, a., "an algorithm for the posterior cruciate ligament in total knee arthroplasty" (2001). Clinical orthopaedics and related research, vol.392, p.75-87.

Event description:
Information was received based on review of a journal article titled, "an algorithm for the posterior cruciate ligament in total knee arthroplasty¿ which compared one-hundred seventy-one (171) maxim cr (cruciate-retaining) knees and one-hundred eighty (180) maxim ps (posterior-stabilized) knees. This complaint addresses the, one (1) revision due to ligamentous instability with history of dislocation was performed. There has been no further information provided and the patient outcome is unknown